Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The key-switch cable was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9900 system had an x-ray disabled error message. No pt injury was reported.